Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: there was problems loading and unloading the device with this reload. Seven sutures broke under tension. 5 needles broke in half. Four needles were recovered and one had to be left inside the patient because they couldn't find it. Current patient status: